Manufacturer narrative:
Other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Reference manufacturer report # 9614453-2016-01659. Concomitant product: patient programmer: model # 7438, serial (B)(4).

Event description:
The patient reported via the company representative (rep) that emi disturbances caused a switch off with the implantable neurostimulator (ins). The switch was caused by the patient's computer, he learned how to avoid it, and how to switch it on. The indication for use included generalized dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.